Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify missing segment/partial display anomaly due to cracked bleeding lcd. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump got hit the other day with a stick and the screen became distorted. The insulin pump's home screen was not showing anything. It had a rainbow looking pattern on it. They could only see the bottom half of the screen. There were cracks under the top layer of the screen. The customer's blood glucose level was unknown. They were advised to call back when the issue arises to troubleshoot. The product will not be returned for analysis.